Manufacturer narrative:
Additional information was received indicating that there was no patient involvement, the issue was found during testing. Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the top case and super cap were counterfeit, the mounting on top case was cracked and contamination was visible. Functional testing involved running the pump through the power up process and the pump was unable to power up. Multiple components caused the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. The interconnect board, main pc board, radio board and antenna were replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had issues with its interconnect board. No adverse effects were reported.